Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of the medical event is unknown. The date is the date adc received this complaint.

Manufacturer narrative:
The complaint was not confirmed. The meter powered on with button and insertion of cal bar. The meter did power on with insertion of strips. Did not observe power issue with strip port.

Event description:
On (B)(6) 2011 customer contacted adc customer service and reported due to a port issue with their pxtra meter that he previously reported on (B)(6) 2011, he had no means of testing and as a result, experienced diabetic coma "3 weeks ago." The customer was transported to a local hospital via paramedics where he was diagnosed with hypoglycemia. The caller also stated "he didn't know what treatment was provided at the time he was passed out and he did recall once he woke up that they did give insulin at some point." The customer was reportedly discharged from the hospital "a couple of days ago. " there was no report of death or permanent impairment associated with this medical event.